Event description:
Customer reportedly received result of 349 mg/dl on advantage system 1 and 125 mg/dl on advantage system 2 within 10 minutes. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with pt for the suspect device in advantage system 1.